Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during insertion the tip of the stardrive screwdriver shaft broke off in the cortex screw head. Fragments were generated and were left in the cortex screw head. There was no surgical delay. The procedure was successfully completed. Patient outcome was unknown. This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).